Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable and could not communicate with external devices. No other information is known. The patient underwent surgical intervention during which the ipg was explanted and replaced, restoring therapy.